Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited low pacing impedance and noise. Programming changes were performed by changing the lead pacing configuration from bipolar to unipolar. The patient¿s condition was unknown.